Event description:
It was reported that the customer's insulin pump alarmed motor error during prime. Troubleshooting was performed. Ran a displacement test and the device failed, did not pass the test. Advised the mother that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.